Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, error 32097 was observed during the case. The customer was in the process of power cycling when they called in, the system had just turned power on, and it faulted again. The customer was doing a universal surgical manipulator (usm) 3 case, so they decided to disable arm 4 and use arms 1,2 and 3. The customer was aware that table motion would not work as a 3-arm system. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed as a 3-arm procedure. No errors were observed during the initial power-on. No patient injury or harm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Isi has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
The universal surgeon manipulator (usm) was analyzed by failure analysis and the reported failure was confirmed and replicated. The usm was test on an in-house system in normal mode and failed, triggering errors 31226 and 1126. The usm was tested on the patient side cart fixture test platform (pftp) and it failed the fiber test on all fiber. A golden fiber was installed, and the fiber tests passed. As a result, the clock spring, parallelogram, and rolling loop fiber assemblies would be replaced as a fix.

Event description:
Refer to h10/h11 for follow-up information.